Manufacturer narrative:
The following fields were updated with corrected information: d.4. Medical device lot: 3163623. D.4. Medical device expiration date: 30-jun-2024. H4. Device manufacture date: 12-jun-2023. H6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue relating to gel air bubbles was observed in five tubes. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were air bubbles in the gel for an unspecified number of tubes. The tubes were not used, and there was no patient impact.

Manufacturer narrative:
D4. Medical device lot #: 3163625 was reported, however, this is not a lot number manufactured for the reported catalog number. D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were air bubbles in the gel for an unspecified number of tubes. The tubes were not used, and there was no patient impact.